Manufacturer narrative:
Approximately 8 months post-procedure, the patient presented to the surgeon reporting pain. Upon re-examination, surgeon identified femoral loosening. Revision procedure is planned. Review of the device history record indicates the device was manufactured to specification.

Event description:
Approximately 8 months post-procedure, the patient presented to the surgeon reporting pain. Upon re-examination, surgeon identified femoral loosening. Revision procedure is planned.